Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a battery out limit alarm. Customer was using the recommended aaa (B)(6) alkaline battery. Customer stated that they do not do daily set rewinds and the issue occurred more than 2 times. Customer will be sent a new battery cap in case the problem could be the battery cap. Customer stated that the pump is still having the same problem.